Event description:
Patient reported that when he administered his second dose of teriparatide and was in the process of discarding the needle, he noticed the metal portion was missing. He believes it was there before he administered as his dose was mostly administered and only a drip of liquid he saw after. He is not sure if it fell or maybe it is in his body. He had administered in his lower abdomen. There is no swelling or redness at the site of injection just pin prick. This didn't occur with his first dose. Advised to follow up with provider to ensure there is no needle in his abdomen. Advised he also continues to monitor with his future administrations. No missed dose or adverse events reported. Unknown if available for return. No further information provided. Diagnosis for use: osteoporosis.